Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the right armrest was loose causing it to come into contact with the right rear wheel when a lateral load was applied to the armrest, which confirmed the original complaint issue.

Event description:
Customer says this wheelchair is having the issue with the right rear wheel - it appears tilted when the resident sits in the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer says this wheelchair is having the issue with the right rear wheel - it appears tilted when the resident sits in the chair.